Manufacturer narrative:
Device is a combination product. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon and stent damage occurred. The target lesion was located in the calcified mid right coronary artery (rca). A 3.0 x 38 synergy drug-eluting stent was advanced with the support of a guidezilla guide extension catheter. However, while delivering the stent through the guidezilla, the proximal 10-15mm of the stent was pushed forward on the balloon while in the vessel. The physician was able to inflate the stent balloon and deploy the stent however the proximal 10-15mm were bunched up. While removing the delivery balloon, the wire position was lost. After multiple attempts, the segment was able to be crossed again and was dilated with multiple balloons and the procedure was completed. No patient complications were reported and the patient was discharged in an unremarkable fashion.